Event description:
Clinical study. It was reported that during a carotid artery stenting treatment procedure, the pt experienced a spasm. The 90% stenosed target lesion, located in the ostium of the left internal carotid. The lesion was 6 mm long with a 4 mm reference vessel diameter. The lesion was treated with a filterwire ez and placement of two carotid wallstents. Post-dilation was performed with a residual stenosis of 0%. The pt experienced spasm during the index procedure. It was noted by the physician that "there is some spasm beyond where the stent is and I think this is related to the filter wire which has been removed and this has improved." The procedure was successfully completed with this device. Pt's condition noted as "fine, condition improved".

Manufacturer narrative:
The product is not expected to be returned, therefore, no product analysis will be conducted. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.